Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that, the patient faced insulin flow block alarm event on 25-jul-2024. The blockage was located at site. No further information available.